Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the syringe 10ml ll tip bulk convenience pak has been found containing foreign matter before use. The following has been provided by the initial reporter: it was reported that the syringes had some particles/markings inside of them. Complaint : the syringes had some particles/markings inside of them. This customer has to follow very strict FDA guidelines following the (B)(6) compounding center issues. They cannot take any chances if the syringes appear to be tampered with at all.

Manufacturer narrative:
H.6. Investigation: twelve fully sealed convenience trays each containing twenty 10ml syringes confirmed to be from batch 9092595 (p/n 309605) were received and evaluated. All the syringes and trays were visually inspected for foreign matter particles. No defects were observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The reported defect was not identified in the samples received, therefore there are no root cause or corrective actions. H3 other text: see h.10.

Event description:
It has been reported that the syringe 10ml ll tip bulk convenience pak has been found containing foreign matter before use. The following has been provided by the initial reporter: it was reported that the syringes had some particles/markings inside of them. Complaint: the syringes had some particles/markings inside of them. This customer has to follow very strict FDA guidelines following the new england compounding center issues. They cannot take any chances if the syringes appear to be tampered with at all.